Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to duplicate the reported boot issue, and noted that the device would not power on completely. After an evaluation of the device, it was observed that the flex cable assembly which connects the power pcb to the system pcb assembly was not completely seated to the connector on the power pcb assembly. After securing this connection, proper device operation was observed through funcitonal and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the device was entering a boot loop cycle when attempting to power the device. The device was not powering on completely. There was no report of any patient use associated with the reported issue.